Event description:
A report was received that the patient was unable to feel paresthesia which believed by the physician to be due to heavy scarring in and around the area of the leads. The patient underwent a revision procedure wherein two leads were added. The patient was reportedly doing well postoperatively.